Event description:
Physician reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Clarification to d9: photo is available, device not returned. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Event description:
Physician reported rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.